Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse determined the damaged wire belonged to the instrument fan. The cse replaced the fan. The cse verified proper performance. The cause of the damaged wire is from human factor issues. This is an isolated event. The advia 2400 system is ul certified.the instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
A wire broke off from the back panel of an advia 2400 instrument during cleaning, causing a spark and to burn through the insulation of the wire. The customer stated this occurred when they were taking off the back panel to clean the reaction tray washer (wud) lines from behind the instrument. There are no known reports of patient intervention or adverse health consequences due to the damaged wire.